Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
Related manufacturer reference number: 3006705815-2021-01434. It was reported the patient¿s right lead had high impedance and patient¿s pain was right side dominant, therefore patient was not receiving effective stimulation. In turn, surgical intervention was undertaken wherein both leads were explanted and a new lead was implanted. Physician elected to explant both leads and implant a paddle lead for more stability in future as the patient is very active. This addressed the issue. It is unknown which lead had high impedance.